Event description:
This event involved a patient who experienced pump stops 4 months after heartware lvad implantation. The nurse reported that there was an alarm "power disconnect" at the slot for battery one. It appears that one of the pins on the controller was damaged which did not allow full connection of the battery to the controller. When the nurse pushed the battery cable into the slot and held it with her hands, the alarm stops. The second port was connected to the ac adaptor. Preliminary log files review has confirmed the pump stops. The controller was removed from the patient and a new one was supplied. No harm or injury to the patient was reported as a result of this incident. Investigation is ongoing.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications. The controller failed visual inspection as a result of a bent pin on the power source 1 connector; thus confirming the reported event. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. User related contributing factors that may have contributed to this event include attempting to connect power sources to the controller without aligning the connectors. The root cause is most likely due to a forced or improper connection to the port causing the pin to bend as a result of inadequate training. Log analysis confirmed controller power up and motor start events, indicating that the controller loss power. It's possible the controller loss power if the power source on the working power port was changed, leaving the damaged port the only active source of power. In may 2015, a field safety notice (fsca apr2015a) was issued to clinicians to be delivered by sites to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The devices has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.